Event description:
It was reported that a user on their first day using the ilet experienced a temporary loss of continuous glucose monitoring readings from a dexcom g7, after which the sensor automatically reconnected and readings resumed during a troubleshooting call. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient cgm signal loss with restoration of communication, with no device performance issues identified for the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or transient cgm communication interruption.